Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was not performing the air removal steps. Tandem technical support educated the customer that not performing the air removal steps is off label per the tandem user guide. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.